Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml) at 415 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's pertinent medical history included spasticity secondary to a spinal cord injury. The pump reservoir was empty because the patient missed a refill on (B)(6) 2016. The pump was refilled on (B)(6) 2016 and issue was resolved. As of (B)(6) 2016 the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.